Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software need to be installed. The customer did not approve repairs.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.